Event description:
It was reported that the patient's scs system was unable to set into MRI mode. Further investigation revealed high impedance. As a result, surgical may be undertaken to address the issue. It is unknown which lead caused high impedance.

Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000098196.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Manufacturer reference number: 3006705815-2023-07994. Additional information indicates surgical intervention was undertaken on (B)(6) 2023 where the leads were replaced to address the issue.